Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was provided pump reset instructions, successfully reset pump with no recurrence of the malfunction, and was advised to continue using pump and to call back if issue happened again, which customer acknowledged and understood.